Event description:
Event report received from animas in 2009. "Pt reports having an issue with the iv3000 where the infusion set came off the iv3000 due to a film of paper over the top that she was not aware of, therefore, pt was not receiving any insulin all morning. She noticed her bg high and looked at the site and the site was just hanging loose with the top paper from the iv3000 attached to it. Pt has used iv3000 before and it never had any paper on the top. Iv3000 is being used to secure comfort infusion set to skin. Cannula was dislodged; bg was elevated - pt can not remember how high or for how long; pump was connected at the time; action taken was to replace infusion set and give insulin; she is not sure when it first occurred - noticed it a few hours after insertion unable to give details).

Manufacturer narrative:
Samples have received from the customer and forwarded to the manufacturing site for investigation. Investigation results will be submitted in a supplemental report.